Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of the atrial signal. The lead was expected to be repositioned, however the physician explanted and replaced the lead. This lead is not expected to be returned. No additional adverse patient effects were reported.